Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019.

Event description:
The customer reported that the device had power failure. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the motor control board to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended.